Event description:
It was reported during the pt's trial period the multi-trial system (mts) malfunctioned. The pt stated, the malfunction was accompanied by a sharp, odd and uncomfortable stimulation. The pt turned the stimulation off and she indicated the mts displayed an error code.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.